Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not working and malfunctioning during the recovery of a patient in the block for whom we did not change the implant but the pump took a very long time to become functional. The malfunction was reported as the pump empties but does not re-inflate by itself quickly. After handling, it looks like the valve is blocking the return of water. During the preparation of the implants the process was followed, so the physician indicated that it did not appear to be an issue during preparation.